Event description:
One patient with discrepant troponin t results. Initial result gave 0.323 ng/ml. Sample repeated twice resulting at <0.010 ng/ml each time. If additional information is received, appropriate notification will be provided.